Event description:
The customer reported that, during preparation for use, there was no air or water flow from the scope. The procedure was rescheduled for a later date. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign matter was exiting the air/water supply nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign matter was found exiting the air/water supply nozzle and there was no air or water flow. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to accumulation of inappropriate material - since the components of the black foreign substance were cellulose, protein, are tissue-like, they were presumed to be mold, but could not be definitively identified. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.